Event description:
Customer reported that she had high blood glucose of 222 mg/dl because her insulin pump is not delivering the right amounts of insulin when it should. Customer stated that by the time the reservoir is half way full her insulin pump does not deliver the full amount of insulin that customer had programmed. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window.